Manufacturer narrative:
The service engineer inspected the device and the ventilator did not pass power on self-testing (post) and a loss of breath deliver communication error was found in the ventilator memory logs. The service engineer replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed all testing and was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator stopped operation and started alarming. The patient was transferred to an alternate ventilator without harm or injury

Manufacturer narrative:
Additional information correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd pcb was attached to the failure investigation test ventilator for analysis. The ventilator ran successfully in ventilation mode for 24 hours. A review of the earlier ventilator diagnostic logs form the event date of 2017 (B)(6) showed a kernal dram test failure on that date. This fault could not be replicated during the 24 hours of testing. The root cause of the observed condition was determined to be the dram device. If information is provided in the future, a supplemental report will be issued.